Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed leak from top of the sample inner wash valve and leaking tubing. The fse identified the failure mode as a defective sample inner wash valve and tubing. The fse replaced the sample inner wash valve and tubing to resolve the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported a small leak originating from near the sample syringe which may have resulted in erroneous results on multiple analytes on their au480 clinical chemistry analyzer. The customer did not specify which chemistry analytes were affected due to leak. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics, and the number of affected patient samples is unknown. There was no report of change to treatment, injury, or death associated to this event.